Event description:
Per the clinic, the patient was taken to the operating room and administered general anesthesia (date not reported) to facilitate an abutment placement. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.